Event description:
It was reported by the user that during the second biopsy site of a two site brevera breast biopsy procedure on (B)(6) 2025, the needle was changed for the second site, tested with no errors observed, placed in the breast and sampling began. The user reports that the needle began making a grinding sound and "jolted." It is reported that the procedure was completed with the same device; however, foreign material, described by the user as "metal shards" were observed in the patient's breast and in the tissue sample. The user reports that additional tissue was acquired in an effort to remove the foreign material from the patient's breast prior to the patient leaving the facility. The user is unaware if the patient will opt for surgical intervention to remove any remaining foreign material. No further information is currently available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.